Manufacturer narrative:
(B)(4).

Event description:
The patient is fine.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date approximately 14 years ago. Aneurysm and vessel morphology at time of implant are unknown. It was reported that the patient was having back pain which lead to the physician doing a CT where contrast was noted in the aneurysm sac and the initial device did not have proper wall apposition in the proximal segment. The aneurysm is currently 50+ mm in diameter. The physician stated that the original implant was well below the renal arteries leading to believe there was either migration or the device was originally placed 2cm below the renal arteries although unlikely. There was contrast outside the device at the level of the flow divider. A 36 x 49 endurant cuff was placed distal to the right lowest renal and landed in the proximal portion of the original implant with 2-3cm overlap. Two 16mm endurant limbs were placed in the iliac arteries with the proximal segments abutting at the level of the proximal edge of the original bifurcate adding additional fixation between the original bifurcate and the endurant cuff. A final angiogram was done to confirm proper placement and complete seal. The physician stated that it was clear that a cuff should be placed to achieve a proximal seal at the level of the right, lowest renal and though there wasn¿t an endoleak detected angiographically it was prudent to reline the entire graft to assure the leak wasn¿t due to a type iii leak. No additional clinical sequelae were reported.